Event description:
Blood glucose was between 75-394 mg/dl on (B)(6) 2010. Patient ate throughout the day and delivered insulin for food and blood glucose through infusion device. Blood glucose was 382 mg/dl on (B)(6) 2010 at 10:00 a.m. Patient felt sick and delivered insulin through the infusion device. Patient checked the infusion device and saw insulin in the cartridge compartment. Patient changed the insulin cartridge and infusion set and dried the cartridge compartment. Blood glucose lowered to 97 mg/dl at 2:30p.m. Blood glucose was 154 mg/dl at 6:30 a.m. On (B)(6) 2010. Patient ate and delivered insulin through infusion device. Blood glucose elevated to 281 mg/dl at 12:00pm. Patient checked the infusion device and saw insulin in the cartridge compartment. Patient then delivered additional insulin through infusion device. Patient does not reuse cartridges and changes cartridge every 6-7 days. Infusion headset is changed every 2 days and tubing every 6-7 days. Correct type of battery is used in infusion device. Infusion device was not exposed to water or electromagnetic fields. Patient did not lose consciousness. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.